Event description:
It was reported that patient underwent a total hip arthroplasty. Approximately fifteen years later the patient underwent a revision surgery due to elevated metal ions and a pseudotumor in their right hip. During the revision it was seen that the acetabulum cup was somewhat retroverted. The trunnion appeared in good condition. There were not any abnormal findings of the metal parts. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical devices: metasul ldh, head, 50, code p, taper 18/20; item#: 0100181500; lot#: 2325648. Metasul ldh, head adapter, m, 0, taper 12/14-18/20; item#: 0100185146; lot#: 2335265. Ha collared sz 4 rt natur; item#: 7356-02-204; lot#:1659104. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned for visual examination. Review of the device history records did not identify any deviations or anomalies during manufacturing. Most likely root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.